Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). A replacement surgery was performed in which the existing app was removed, and a new inflatable penile prosthesis (ipp) was implanted. During the procedure, fluid loss was noted; however, its source was not detailed. There were no patient complications reported.